Manufacturer narrative:
This record is a consolidation of records summarized as part of the FDA voluntary malfunction summary reporting program. 18 devices were functionally/visually inspected in the field. The devices were repaired and returned to use. 1 device was not evaluated and no cause was determined, as the customer did not make the device accessible for testing. 9 devices are pending evaluation. There was no remedial action taken. This device is not labeled for single use.

Event description:
This report summarizes 28 malfunction events, where it was reported the devices experienced drifting down slowly. There were 6 events with patient involvement; no adverse consequences were reported.

Manufacturer narrative:
4 of the pending devices with this instance of this hazard/model number combination identified that the records were duplicates. The number of occurrences summarized have been updated to reflect this. 3 devices are still pending evaluation.

Event description:
This report summarizes 24 malfunction events, where it was reported the devices experienced drifting down slowly. There were 4 events with patient involvement; no adverse consequences were reported.

Manufacturer narrative:
The 3 devices that were pending evaluation were evaluated in the field and the issue was confirmed. The devices were repaired on site and returned to service.

Event description:
This report summarizes 24 malfunction events, where it was reported the devices experienced drifting down slowly. There were 4 events with patient involvement; no adverse consequences were reported.